Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, b, up and act ) button dome switch (no crease) and partial unlocked j2/liquid-crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding. Insulin pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons were harder to press. Customer stated that the insulin pump had no delivery alarm. Customer stated that the reservoir area was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.